Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported by patient's attorney that allegedly the patient underwent bilateral hip arthroplasty on (B)(6) 2010, and was implanted with accolade tmzf hip stems and lfit v40 femoral heads. It is further alleged the left hip was revised on (B)(6) 2021, due to severe trunnionosis with dislocation of the femoral head. During the revision surgery the trunnion was noted to be grossly deformed and tapered to a sharp point.